Event description:
It was reported that during a procedure, the loop of the device broke and all parts were retrieved.

Event description:
It was reported that during a procedure, the loop of the device broke and all parts were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product and the reported failure have been primarily caused by: bending the loop prior or during use, applying excess physical stress on the wire while resecting and/or excess force in cutting tissue using the beak as an anchor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.